Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and head/neck (non-malignant). It was reported that the patient would charge the ins completely overnight and in the morning it would say 3/4 charged and rapidly decrease to a half charge. A recharger antenna was sent to the patient for troubleshooting purposes. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they began to notice their ins depleting rapidly after 2-3 times that they would charge until the "full battery charge" icon and over the next 1-2 days the ins would decrease more quickly than it used to. The patient said the manufacturer talked them through checking cords and found that was loosening over time so they were sent a new charger and base. The patient noted that the ins depleting rapidly had been resolved. No further complications were reported/anticipated.